Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which led to the unnecessary delivery of anti-tachycardia therapy and seven shocks. It is suspected that there is a lead fracture. The device was programmed to monitor only mode. The physician recommended a lead revision, however no revision is scheduled as the patient indicated they would seek advice from another physician. This product remains in service. No adverse patient effects were reported.